Event description:
Healthcare professional reported "room opened up 4 packages until he found one that was satisfactory. Physician said the implant was not sliding into the incision site though he used saline to lubricate the inside."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: insufficient lubricity.